Manufacturer narrative:
The product was kept by the hospital and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged resulting to loss of capture. The dislodgement was confirmed on x-ray. The lead was successfully repositioned; however, prior to that, it reportedly kept dislodging from the patient's vein during the revision procedure. This repeated dislodgement was attributed to the patient's anatomy. The patient was scheduled for a change out but this was postponed because the patient developed an infection. The patient is being treated with intravenous antibiotics, in the interim. No additional adverse patient effects were reported. The lv lead remains in service at this time.